Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic on (B)(6) 2021. During examination of leads, it was noted that there was noise on right atrial (ra) lead. The nurse noted that noise was not present during previous checks. Isometric testing was performed on the patient and noise was recreated. Atrial lead sensitivity was then reprogrammed as advised by the physician. The patient was in stable condition.